Event description:
It was reported that a pump malfunction occurred, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur. The customer was advised to contact support if the issue happened again, and they acknowledged the instructions.